Event description:
It was reported that the implant of the device loosens itself without mechanical actuation. No patient injuries were reported. No backup was available.

Manufacturer narrative:
A (B)(4) fast-fix 360 curved needle delivery system device was reported on. Product was not available for evaluation. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. The complaint could not be ultimately confirmed. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Final product met predetermined specifications upon release to distribution.